Event description:
It was reported that following an initial treatment with a urethral bulking implant performed in 2006, the pt complained of a feeling of a tampon in her vagina and painful urination the next day. The pt passed a chunk of material approx 4 days later, with resolution of her symptoms. The pt was stated to have persistent sui. A repeat cystoscopy was performed in 3/06 and mucosa was ok. A second injection was performed in 5//06, with impact to pt stated as "dysuria, feeling like tampon in vagina, frequency and urgency". The pt passed a large piece of material in 5/06. During the implant process, residual material was visible outside the injection site post implant and urethral tissues burst, separated, or opened up allowing the material to extrude into the bladder. A cystoscopy performed in 5/06 revealed bulking material in bladder and mucosal erosion at bladder neck. The dr. Had previously documented that pt's tissue was atrophic and poorly vascularized, but tissue elasticity seemed o.k. Pt was treated with estrogen. The treatment volume per side was 1cc using the flexible needle, transurethral approach, at a rate of injection of 1 minute, and held at injection site 2cm from bladder neck for 90 seconds. The needle was imbedded to shoulder. No blanching or blebing noted. Coaptation of the urethra post injection was noted.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use stated that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include pts with the following conditions; acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. The investigation concluded that the most probable cause of the reported event is that the dr. Failed to follow labeling instructions that specifically contraindicate use of the product on pts that have fragile urethral mucosal lining. Baseline report previously provided.